Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event where one f the set boxes was open. Patient reported as packaging not sealed properly misshaped or sterile packaging not intact. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009752 in question was manufactured at the osted site. Threshold analysis: a query was run on 24-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009752". The count of complaint is 2 which is below 3 so no further statistical trending analysis is required. Device history record (DHR) review: the lot 6009752 was manufactured according to work instruction (wi) appendix 1 batchcard for production of packaging room on 24-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no sample was provided. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.